Event description:
It was reported that the patient experienced ineffective therapy following a jet-ski accident. Diagnostics revealed high impedances on all 4 leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.